Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient pressed ¿go¿ to start the initial drain prior to connecting, and connected afterwards. Once the device alarmed, the patient disconnected. The technical service representative explained the alarm to the patient and instructed to cycle the power on the device to clear it. The patient was to start over with new supplies. Proper procedures was reviewed with the patient, per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient had started the initial drain prior to connecting, which is a known cause of this alarm. The patient connected after the therapy was initiated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.